Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the right and left common femoral artery (cfa) via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was inserted into the sheath with a buddy wire in place in the left cfa and the balloon lost pressure during pull back. The device was removed and since access was maintained a second device was deployed in the left cfa. The second device also lost pressure during pull back. The second device was removed from the left cfa. A device was then inserted into the sheath with a buddy wire in place in the right cfa and the balloon lost pressure during pull back. The device was removed and a second device was deployed in the right cfa. The balloon on the second device also lost pressure during pull back. The second device was removed from the right cfa. The patient was sent to post care unit for removal of the sheath at which time manual pressure was applied at the access site (duration unknown). There were no complications noted in the post care unit. No further information is available.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. See medwatch reports 3004939290-2012-00403, 3004939290-2012-00404, and 3004939290-2012-00405 for the other 3 devices.